Event description:
It was reported that during a da vinci-assisted surgical procedure, wrist movements were opposite after a digital swap. When the surgeon tried to move left, the instrument moved right. The issue persisted even after reseating instruments. Technical support asked the caller to ensure the endoscope was not rotated and suggested reseating the endoscope. A power cycle of the system was also recommended when possible. The caller planned to attempt these actions and would call back if further issues occurred. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no injury reported. No instruments to evaluate.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) spoke with the sales representative who called in the issue and discussed the digital swap feature, which can result in user confusion and this issue happening. The sales representative understood and was going to conduct training with the staff. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the complaint involving wrist movements being opposite was user-related, specifically due to the use of the digital swap feature. Based on fse notes, the system issue was due to user confusion when activating digital swap feature. It can be resolved by reseating the endoscope and instruments and power cycling the system, if necessary.